Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced rash around insertion site. Patient claimed she developed rash about a month after using the product. Patient had doctor's appointment for unrelated cause and doctor advised her to call dexcom for advice. Dexcom technical support advised that we cannot give medical advice or suggest creams. No medical intervention was required.